Event description:
It was reported that the wake button was sticking. Additionally, customer reported the "t" button on the pump touch screen had "issues". The customers blood glucose level was 42 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.